Event description:
Baxter sales representative reported to product surveillance, on behalf of customer, of an administration set in which nurse observed tubing of the set disconnecting from the retractable collar. Due to the disconnection of tubing an unknown amount of medication leaked out of the set. The reported condition occurred during infusion. Streptomycin was being infused to the patient. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an administration set in which nurse observed tubing of the set disconnecting from the retractable collar was confirmed during sample evaluation. One used sample was available at the plant for evaluation. During visual inspection, the two piece male luer lock assembly was in-tact and the set primed and flowed normally without leaking. The male luer failed the iso gauge testing requirement and it was found to be undersized. The assignable root cause for the reported condition is manufacturing process error. No repairs were made since this is a single use device. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.